Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite inspected the unit found low ve (ventilation) and low pip (positive inspiratory pressure) alarms in the events menu. As a resolution performed multiple leak test and performed uvt (user verification test) unit passed. Performed verification test the unit is within manufacturer specification and unit hours is 606. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was not delivering breath. As of this time, there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite inspected the unit found low ve (ventilation) and low pip (positive inspiratory pressure) alarms in the events menu. As a resolution performed multiple leak test and performed uvt (user verification test) unit passed. Performed verification test the unit is within manufacturer specification and unit hours is 606. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was not delivering breath. As of this time, there is no information about patient involvement associated with this reported event.